Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) levels dropped low (45 mg/dl). Customer believed that the cause was possibly due to counting carbohydrates incorrectly. Bg levels returned back to target after customer drank orange juice and ate a snack.